Manufacturer narrative:
Ocd qa performed retain testing of cell #15 and satisfactory results were observed. The customer sent the pt's sample to ocd for eval. The pt's sample was tested with retain vials of resolve panel b lot 8rb185. Reactivity was observed with other c(+) cells of the panel but no reactivity was observed with cell #15.